Event description:
It was reported that the during follow up, post-paced t-wave oversensing was observed on real-time egm. Patient was asymptomatic. Programming changes were made. Device remains implanted.